Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. Device remains implanted in patient.

Event description:
The manufacturer became aware of a patient comment on a foot health forum for information and discussion on foot problems. The post can be found at: http://foot-health-forum.com/index.php?threads/failed-cartiva.126530/. In the comment the reporter alleged: "I also just found out that my cartiva implant has failed and I need to get a fusion. I just had the surgery for the cartiva implant 7 months ago and am so upset that this has already happened. Seeing all of the coverage online about the negative results makes me wonder why my doctor used the cartiva implant at all. I wish I had done my own research prior to my surgery, but I trusted her."

Event description:
The manufacturer became aware of a patient comment on a foot health forum for information and discussion on foot problems. The post can be found at: http://foot-health-forum.com/index.php?threads/failed-cartiva.126530/. In the comment the reporter alleged: "I also just found out that my cartiva implant has failed and I need to get a fusion. I just had the surgery for the cartiva implant 7 months ago and am so upset that this has already happened. Seeing all of the coverage online about the negative results makes me wonder why my doctor used the cartiva implant at all. I wish I had done my own research prior to my surgery, but I trusted her."

Manufacturer narrative:
The investigation of this case has been completed, and no additional information is available.